Event description:
It was reported that oversensing anomaly was noted on the right ventricular lead; the patient presented to the operating room for lead replacement procedure. The lead was capped and replaced. No further information was reported.